Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead was capped due to a product performance issue. No additional adverse patient effects were reported.